Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level, as it was not reported to exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction reappeared.